Event description:
This supplemental report is being filed as device evaluation has been completed. Additionally, it was determined that a related report was previously filed on this issue. Please reference report number 2124215-2012-04516. This report has been updated to reflect information from the previous related report.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the returned portion of the lead was performed. The lead had been severed approximately 110 millimeters from the terminal pin and only the proximal segment of the lead was returned. Lead caps had been sutured onto the terminal ends of the is-1 and high voltage portions of the lead. Testing was completed to assess electrical performance and inner insulation integrity of the returned lead segment. Measurements were normal during these tests. Microscopic inspection of terminal pin assembly noted that the placement of the set screw mark on the is-1 terminal pin indicates improper insertion depth, which could have contributed to some of the issues noted in the field. Analysis was not able to identify any additional lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was cut to remove yolk and was abandoned surgically. No additional adverse patient effects were reported.